Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the operating room for a lead revision. Increased capture thresholds were observed over a period of time. All other electrical measurements on the lead remain stable and acceptable. The lead was capped and replaced with no adverse events.